Manufacturer narrative:
Final analysis found as received, a complete lead was returned in one piece measuring 52.0 cm. External insulation abrasion was noted at 11.2 ¿ 11.3 cm from the connector pin consistent with friction to device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise which lead to oversensing. On (B)(6) 2019 the lead was explanted and replaced. Patient was stable.